Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that due to damage on charged coupled device (ccd) unit, a noise image occurs, and no image is displayed. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that that due to damage on charged coupled device (ccd) unit, a noise image occurs, and no image is displayed. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.